Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/ IV. Device remains implanted.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases and weight to the specification. Cloudy gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.